Event description:
Information as provided by the customer contact: (B)(6) 2014: during a case set up the or staff removed the l hook from the plastic holding tube and the insulation was torn at the tip. The device was not used, was brand new out of the package and damaged. Another l hook was opened and used to complete the case with no issue.

Manufacturer narrative:
The subject product is currently being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when an evaluation is completed.